Event description:
The customer reported that on (B)(6) 2011 they heard a ''cracking'' noise when closing the unicel dxl800 access immunoassay system upper front cover during normal operation. The customer observed that the safety interlock switch had broken. There was no death, serious injury or modification to patient treatment associated or attributed to this event.

Manufacturer narrative:
(B)(6). Beckman coulter inc. Service was dispatched to the site for this event. The field service engineer (fse) replaced the safety interlock switch on the left upper cover of the instrument. The instrument was returned into operation after completion of the necessary and verified repairs.